Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have a blank display. She stated that there was an alarm that occurred the night before, it then stopped but then the screen went blank. Her blood glucose was 134 mg/dl at the time of the incident. During troubleshooting for the blank display, the customer was asked to disconnect from the pump and stated that she is not calling back after receiving a new battery cap. She said that there was damage inside of the battery compartment, in the casing by the battery cap and on the inside casing by the esc button. She said that the pump had been dropped but had not been exposed to moisture. The customer will buy a new battery and call us back to finish troubleshooting. She stated that she had a lot of battery caps so she will not be sent another one. The customer also mentioned that her blood glucose was 152 mg/dl and that was high for her and that her battery only lasts for a few days. She declined troubleshooting all of these issues because she stated that since she did not have a new battery to troubleshoot the blank display, she would call back when she did to troubleshoot. The customer called back a few days later and declined troubleshooting and stated that she just wanted the pump replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery anomalies noted. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.